Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image, the cover glass of the insertion section is cracked. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the black and no image was due to broken video cable. Additionally, the most probable cause of the malfunction cracked cover glass of the insertion section was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gynecologic laparoscope exhibited a black image. The issue occurred during inspection for use. There were no reports of patient harm.